Event description:
The event is reported as: while inserting a new water bottle, the water tubing was clamped off and this tubing was not un-clamped. The patient (B)(6) went without humidity for 14 hours. The patient decompensated going from the babylog ventilator to oscillator support and increased fi02. This patient also required extensive suctioning and lavage. The customer reports that the therapist did not notice the clamped tubing until a later time.

Manufacturer narrative:
Type of reportable event - other - the water tubing was clamped off and patient did not receive humidification for 14 hours. The patient (B)(6) required extensive suctioning and lavage. Evaluation, method: other - historical information review. Results: other - historical information review from (B)(6) 2009 to (B)(6) 2010 showed no similar complaints for this material number. No device sample available for evaluation. No lot number provided. Root cause - customer misuse.